Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during vessel locator plunger deployment, difficulty was encountered getting the plunger to stay down, however, vessel locator plunger deployment was successful on the fourth attempt. Additionally, during thumb advancer/exchange sheath splitting distal deployment could not be completed due to excessive resistance that was met three centimeters from completion. The safety release was slid forward with hemostats releasing the device from the patient's anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty in the plunger deployment and a failure to deploy the thumb advancer was confirmed. Proximal end carving was identified, which is consistent with the reported difficulty in plunger deployment and carving in general would account for the reported failure to deploy the thumb advancer. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.